Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was glue noticed during surgery at the tip of the probe.

Manufacturer narrative:
Gtin: (B)(4). Alleged failure: open four other boxes to find that the tips of each of the wands had bubbled up on the end and were not usable. The failure(s) identified in the investigation is consistent with the complaint record. Based on the evidence obtained through the physical evaluation of the returned probe it was confirmed that the bubble was identified as the excess glue applied on the ceramic. The probable root cause/s could be manufacturing issue such as (cleaning/wiping the excess glue after applying). The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that there was glue noticed during surgery at the tip of the probe.